Event description:
Information indicates that entire system was explanted on mar 1, 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-02127. Related manufacturer reference number: 1627487-2021-02128. Related manufacturer reference number: 1627487-2023-02622. It was reported the patient was experiencing pain at the ipg and anchor site. Additionally, patient also experienced shocking sensation, constant headaches and pain in legs. Additionally, the ipg moved in the pocket. In turn, surgical intervention was undertaken wherein the ipg and anchor were explanted. This addressed the issue. Patient denied any recent trauma or weight fluctuations. Reportedly, the patient continues to experience sensitivity/pain post explant at the back area.

Manufacturer narrative:
Date of event is estimated.